Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that nurse stated that they were getting low or marginal flow on the arctic sun device. Neonate pad in use. The flow rate was 0.9-1lpm. They disconnected, rotated and reconnected connector then the flow rate was 1lpm. Mis explained that this was an acceptable flow rate for this size pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that nurse stated that they were getting low or marginal flow on the arctic sun device. Neonate pad in use. The flow rate was 0.9-1lpm. They disconnected rotated and reconnected connector then the flow rate was 1lpm. Mis explained that this was an acceptable flow rate for this size pad.